Event description:
Same case as MFR report #: 2134265-2009-01773. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed lesion was located in a severely calcified and severely tortuous distal right coronary artery. The physician had difficulty advancing a 1.5x15mm apex push balloon, but eventually was able to cross the lesion. When the physician inflated the balloon to 12 atms, the balloon ruptured. The physician than attempted to dilate the lesion with a 1.5x8mm apex flex balloon that was inflated to 12 atms, and that balloon also ruptured. At this point the timi flow improved to 2, so the physician elected to complete the procedure at that time. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family were conducted and found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to interaction with other devices and/or interaction with pt anatomy or other procedural factors. (B) (4).